Manufacturer narrative:
The device was returned to olympus for inspection. The following were found, the r-unit (charged coupled device) is broken and therefore the resolution is inadequate. A root cause could not be identified. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken charged coupled device (r-unit) . There was no patient involvement.